Manufacturer narrative:
(B)(4). Date sent 11/25/2024; d4 batch #c9dr5f. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired. The batch number (m5425y) on the reload showed that the reload was expired as of 2018. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. In addition, another gst60d reload was received fully fired with a retainer present with a labeling indicating "sample not for sale, not for human use". The device event log was reviewed. A series of events were found that may indicate intermittent power issues. After further evaluation, the bulkhead contacts were noted to be damaged. However, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number c9dr5f, and no non-conformances related to the reported complaint condition were identified. Additional information received: was there any bleeding or tissue damage because of this case? No, there was. ·are there any problems with the patient's condition after the surgery? At this point, we have not heard that there were any problems. Of any postoperative problems after the surgery. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation.

Event description:
It was reported that during robot-assisted low anterior resection, a upper rectum was to be cut by the device, but the normal dissection speed was very slow and took more than twice the normal speed. So, there were concerns about staple formation. There seemed to be no problem, especially as far as the staple line was concerned, the dr. Complained about it as a product of complaints. There was no additional processing on the staple line. There was no bleeding. There were no adverse consequences to the patient. No further information is available.